Event description:
Outflow graft twisting was confirmed.

Manufacturer narrative:
Section h6: appropriate code not available for adynamia. Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) images could not confirm the reported event of outflow graft twisting; however, review of the submitted photographs confirmed a low flow alarm. Although a specific cause for these events could not be conclusively determined, the account indicated that pump flow improved following an outflow graft stenting procedure. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event of adynamia could not be conclusively established through this evaluation. The submitted CT images captured the outflow graft with and without a stent placed. The reported event outflow graft twisting could not be confirmed based on the provided CT images. The submitted photographs captured the system monitor while the patient had an outflow graft obstruction as well as after stent placement, per captions included by the account. In the photograph associated with outflow graft obstruction, a low flow hazard alarm was displayed with pump flow at 2.3 lpm. Following stent placement, pump flow was displayed as 5.1 lpm, consistent with the reported event. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at their house when the low flow alarms started. The patient called the ventricular assist device (vad) coordinator who told the patient that they should go to the emergency room. The patient was adynamic but never lost consciousness. The patient was admitted to the emergency room. The pump was interrogated and a low flow of 2.3 lpm at 5600 rpm was evident. It was noted that in the past the patient had undergone surgery due to torsion of the outflow graft. At that time it was only repaired and not changed, and due to a complex approach an outflow graft clip was not placed. A computed tomography (CT) scan was performed and torsion of the outflow graft was evident again in the portion of the connection between the outflow cannula and the graft. It was decided that hemodynamics was to be carried out and an angioplasty was performed at this level with a 16mm x 60mm self-expanding stent to open the outflow graft lumen. After stenting the patient, the pump flow improved to 5.1 lpm at 5600 rpm. The patient did not present any complications and was referred to intensive care. The patient was stable under hospital observation.

Manufacturer narrative:
Related manufacturer reference number: 2916596-2021-04363 (past outflow graft twist) health effect - clinical code: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.